Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during implant, this cardiac resynchronization therapy defibrillator (crt-d) recorded low, out-of-range (oor) shock lead impedance (sli) measurement. There was no noise noted and other lead measurements were normal. Connections were checked and connected properly. Boston scientific technical services (ts) discussed that electromagnetic interference (emic) could be influencing the sli measurement. The field representative discussed after moving and turning off the cheetah monitor used in measuring cardiac outputs and stoke volume, the sli measurement became normal at 44 to 46 ohms. Additional information received indicated that emi was conclusively determined to be the cause of the observation. This crt-d was never in service. No adverse patient effects were reported.